Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on an adc product. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer reported being asymptomatic and was unable to self-treat. A non-healthcare professional (non-hcp) provided juice for treatment. There was no report of death or permanent impairment associated with this event. A sensor result of 226 mg/dl was compared to an adc product reading of 68 mg/dl and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear was 7 days. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities.